Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: the returned device appears to be intact. The stent graft was easily deployed on the table. A visual inspection of both the graft and the introducer system revealed no damages or defects. Without images of the patients anatomy it is not possible to determine why the device would not track over the aortic arch. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it was not possible to push the graft over the aortic arc no matter which wire was pulled. Patient outcome: unknown.